Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "missing instructions". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the ureteral catheter should be inserted into the ureter using standard endourologic technique, under direct, fluoroscopic or radiographic visualization. Caution: avoid sharp bending. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the instructions on the device were inadequate. The customer alleged the instructions for use described the device itself and product warnings but very little about potential clinical application.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the instructions on the device were inadequate. The customer alleged the instructions for use described the device itself and product warnings but very little about potential clinical application.